Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (replace belt messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
The nurse of (B)(6) year old male patient called zoll customer support to report that the patient was receiving messages to replace his electrode belt. Further investigation revealed that the patient's electrode belt had a damaged cable. The patient was issued a replacement electrode belt.